Event description:
It was reported that a er320 was used during a laparoscopic cholecystectomy. It was reported by the affiliate that one side of jaw dropped into pt and clip dropped. Both were retrieved from pt. A new clip applier was used to complete the case.